Manufacturer narrative:
(B)(4). Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the peek implant broke during impaction while in a spinal procedure at l4-l5. The implant was approximately 80% into the disc space when it broke. The disc space appeared to be clear before the implantation and the implant size measured appropriately. The broken pieces were removed and a new implant was implanted. No patient complications were reported.

Manufacturer narrative:
Macroscopic examination confirmed the implant is fractured into multiple pieces and broken. The fracture initiation appears to be located at the intersection of the diamond shaped facets, which could act as a stress concentrator; fracture surface appears to be a fairly brittle fracture with no indication of fatigue; some evidence of compressive forces noted. The location and nature of fracture suggest possible brittle overload during impaction. Per event information, after replacing the broken implant, another implant was successfully implanted without noting additional changes to implant size, endplate preparation or distraction.